Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be broken. One grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were not damaged. Failure analysis investigation also observed the instrument's main tube had deep scratches/gouges. The distal end of the main tube had various scratch marks with light material removal. Scratches were not aligned with the tube. No other damage was found. Failure analysis concluded that the damage may be due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported broken cable and scratch marks found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, a broken cable was observed on the mega suturecut needle driver instrument. The instrument was not used. No patient harm, adverse outcome or injury was reported.